Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed off no power without a low battery warning. The patient's blood glucose at the time of incident is unknown. The customer had already received a replacement battery cap. The customer was using off-brand batteries and the customer was advised that the batteries could possibly have caused the issue. The insulin pump was not returned or replaced; the customer was advised to try the correct batteries first.